Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Additional information has been received which was not included in the initial report. The information has been provided in section b5 (updated the summary) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported difference between sensor glucose and blood glucose values and device not found. The customer was treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) unk_sensor, mmt-1884, unk_reservoir, unomedical, mmt-7040b. Troubleshooting was performed for sensor glucose versus blood glucose issue. Insulin delivery was not suspended. Blood glucose value was 303 mg/dl and sensor glucose value was 50 mg/dl at the time of event. The difference between blood glucose and sensor glucose was outside the acceptable range for mmt-7040b and hence, the event is not reportable on unk_sensor. Troubleshooting was not performed for high blood glucose and for device not found, it is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. No product return is required for unk_sensor. No product return is required for mmt-1884. No product return is required for unk_reservoir. No product return is required for unomedical. No product return is required for mmt-7040b.

Event description:
It was reported to medtronic minimed that the customer reported the differences in the sensor glucose and blood glucose event. The sensor glucose was 50 mg/dl, and the blood glucose value was 303 mg/dl. The sensor glucose and blood glucose difference is 253 mg/dl. The customer reported no adverse event. The event involved product(s) unk_sensor. Troubleshooting was performed for the sensor glucose vs blood glucose, and the insulin delivery was not suspended due to the sensor glucose vs blood glucose event. No harm requiring medical intervention was reported. No product return is required for unk_sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.